Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses for pump display to turn on. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.